Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked display that rendered the touchscreen nonfunctional, and a replacement device was provided with instructions to revert to backup therapy, shut down the device to avoid further alerts, and return the original unit. Symptoms included none, and blood glucose was reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of the complaint details and logistical tracking for the return of the device and inspection of the returned device. Investigation of this device revealed a mechanical/physical damage to the screen affecting the user interface, consistent with a display module failure that impaired touch input but did not impact glycemic control as reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.